Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the impactor orientation pin was missing. A straight impactor was used to successfully complete the case. The outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: a restoris pst offset shell impactor was found with the orientation pin missing. The instrument was not used and the straight impactor was used instead to successfully complete the case. There was a 1 minute case delay. Device evaluation and results: visual inspection. The impactor is missing the orientation pin. Dimensional inspection: no dimensional inspection is required as the failure mode in this complaint has been identified as a supplier issue per nc (B)(4). Function inspection: as expected, the impactor spins freely inside of the hip end effector. There are no other issues with functionality. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10/06/2014 per a use as is disposition on npr (B)(4). A review of npr (B)(4) revealed that the non-conformance is not related to the pin failure in this compliant. Complaint history review: a review of complaints in (B)(6) related to p/n 209360, lot number 029479 shows one additional complaint related to the failure in this investigation. This complaint is (B)(4). Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #671. Conclusions: the failure in this complaint is addressed through nc (B)(4). No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the impactor orientation pin was missing. A straight impactor was used to successfully complete the case. The outcome was successful, and there was no harm to the patient.